Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that reservoir compartment had a crack and a missing piece. Customer does not know how damage occurred. Customer's blood glucose was 164 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.